Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter and test strips have been returned on 7/31/2013 and 7/30/2013, respectively, and evaluated by lifescan product analysis on 8/26/2013 and 8/27/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged an inaccurate high result. The reporter claimed obtaining blood glucose results of ¿higher than ot ultra 2¿ with a verioiq meter and ¿not able to remember exact reading¿ on ot ultra 2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.